Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touch screen was shattered and no longer functional. The customer's blood glucose level was 96 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.